Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support, the pump flows were lower than expected at 0.8 l/min, and the pump had alarms for suction. The medial team decided to remove pump, flush sheath and attempt a pump restart. No visible thrombus was found on pump or in the left ventricle. The pump flows did not improve, and suction alarms continued. The pump was removed again and ran in a basin of water and reinserted. Flows were able to be achieved of 3.0 l/min, but the patient did not improve hemodynamically. The decision was made to discontinue support, care was withdrawn and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).